Manufacturer narrative:
Exemption number (B)(4). B. Braun medical inc is submitting a single report on behalf of b. Braun melsungen (the MFR) and b. Braun medical inc (the imp). This report has been identified as b. Braun melsungen ag internal report #(B)(4). One (1) used sample without capillary was returned for eval. The sample and all available information were forwarded to the MFR, b. Braun (B)(4). Their report states that upon visual examination it was noted that the long/short arm of safety clip was dislodged from the cannula while the safety clip back hole is still attached to the cannula. No deformation on the safety clip was observed. Measurement (in millimeters) was taken and is shown below: crimp length - actual - 6.541, standard: 6.40 +0.30/-0.20 - passed; crimp width - actual - 0.814, standard: 0.81 + or - 0.02 - passed; position 1 - actual - 3.83, standard: 3.80~4.20 - passed. The safety clip arms were re-assembled to the cannula and re-inserted using new catheter housing onto the cannula hub. The catheter housing was then withdrawn from the cannula hub to test for the clip function. The safety clip arms were not dislodged from the cannula and the clip performed its function and activated on the needle tip. Upon manual testing, the clip is able to function and activate onto the needle tip; hence, it is difficult to determine how the clip could be dislodged. In addition, a simulation was done by creating similar defect and checking it on the introcan end control machine. The part was rejected by all three (3) cameras in each of the six (6) positions in a pallet. It was noted that while creating the simulation sample, there was difficulty in inserting the catheter housing onto the cannula hub when the safety arms are dislodged from the cannula. A harder force needed to be applied. Observed deformity in the safety clip after the catheter housing was removed. This defect is not manufacturing related and such a defect can be detected and removed form the assembly line. The actual cause for this complaint could not be determined and no specific conclusions can be drawn. The batch manufacturing record was reviewed and there were no such defects encountered during final control inspection. A historical review of the customer complaint database, dating back one year, revealed no other complaints of this nature against 4252527-02 and no other complaints against lot #1f17258248. The non-conforming database was reviewed and no non-conformances were reported against lot #1f17258248.

Event description:
Ref imp report (B)(4).